Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer alleges, the chair went on its own while she was in the bathroom and drove into a wall allegedly causing her to break her toes.